Manufacturer narrative:
At home, the patient bumped against a door post, at low speed. The right front wheel fell off. The fork that holds the wheel went completely off. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
At home, the patient bumped against a door post, at low speed. The right front wheel fell off. The fork that holds the wheel went completely off. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).